Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a dual lumen PICC. The customer reports "dual lumen PICC leaked the PICC was removed and replaced."

Manufacturer narrative:
An investigation is currently underway upon completion, the results will be forwarded.